Event description:
A distributor contacted clinical services and reported an incident that occurred the day before: during the treatment, while at about 200 ml of blood processed, a tear had occurred in the membrane of the centrifuge pressure dome. A blood leak was then seen. The treatment was immediately aborted and the kit was discarded. The patient received a new treatment with a new kit on the same afternoon. The patient was reported to be in stable condition. The customer stated that it seems that this had occurred due to a kit defect. No service order was generated. A photo was returned for evaluation.

Manufacturer narrative:
A batch record review of lot c148 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected for this complaint category. A corrective and preventive action was initiated for complaint category, pressure dome membrane leak. This assessment is based on information available at the time of the investigation. A photo has been returned for evaluation. The analysis of the photo is in progress. A supplemental report will be filed when this analysis is complete. (B)(4). Not returned.

Manufacturer narrative:
The uvadex lot number was not provided. This event is unrelated to uvadex. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. A photo analysis was conducted for this complaint. A review of the photographs confirmed a blood leak at a pressure dome. The analysis determined that the cause of the blood leak is most likely due to the displaced membrane on the system pressure dome. However, the analysis was unable to determine the root cause for the displaced membrane. Rotation of the pressure dome on the instrument transducer has been found to cause stretching and leaks in the membrane. Review of the device history record did not identify any related nonconformances. No manufacturing defects were identified during the evaluation. Based on the analysis, no remedial actions will be conducted. (B)(4). Not returned to manufacturer.